Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein side. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: a symmetry was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located within the distal balloon sleeve 12mm proximal from the distal markerband. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein side. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.